Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Technical services (ts) was consulted and noted the 28-day average is currently 141 ohms. Continued monitoring was recommended. No adverse patient effects were reported. This lead remains in service.